Event description:
It was reported that this pacemaker device and non-boston scientific lead, triggered a lead safety switch due to high, out of range, right atrial pacing impedance (greater than 2,644 ohms).the physician reported that the ra lead in this patient with chronic afib, programmed to ra pacing configuration off. A technical service (ts) consultant reviewed device data, advising the daily measurements were programmed on, therefore, the lss is appropriate. Ts provided recommendations to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device and non-boston scientific lead, triggered a lead safety switch due to high, out of range, right atrial pacing impedance (greater than 2,644 ohms).the physician reported that the ra lead in this patient with chronic afib, programmed to ra pacing configuration off. A technical service (ts) consultant reviewed device data, advising the daily measurements were programmed on, therefore, the lss is appropriate. Ts provided recommendations to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported. Attempts to obtain additional information have been unsuccessful. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.